Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing difficulty charging the pump with the usb cable, as it would not charge without maneuvering the cable into the charging port at a certain angle. The pump was able to be charged successfully with an alternate cable. The customer¿s blood glucose level was not affected by this issue.